Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble charging the ins. The patient mentioned that the friday a rep turned the ins on after a fall. The patient charged the ins the night before meeting the rep. However, since meeting with the rep, when they go to charge there was no blinking light and they got the no device found screen. The patient called a rep, but they were not able to get recharging to work. The patient started a recharging session on the call and the patient's husband described screens involved with passive recharge mode. Passive recharge mode was reviewed with the patient and they then had excellent quality. Later in the call, the patient and her husband reported they were able to get the normal recharging screen with excellent quality. The controller was at 100% and the ins battery was red. The patient said she turned her settings to 8.5 and asked if stim was still working if she didn't feel it. The patient said she had to turn stim up to where she could feel it, and she can't feel stim unless she arched her back. The patient said they were programmed to where she can feel the stimulation because he rep kept asking if she could feel it during programming. The patient was directed to follow up with their hcp. No further complications were reported.